Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported that the patient had peritonitis on (B)(6) 2016. The patient was not hospitalized, treated with antibiotics, and the patient has recovered (date unknown). The patient did not wear a mask during treatment, and the peritoneal dialysis nurse for the patient attributed the peritonitis to a breach of aseptic technique.